Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the generator driver printed circuit board. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would exhibit an active quick stop error at high flow rates. No pt injury was reported.